Event description:
The customer reportedly received the following results on the accu-chek compact system within 10 minutes: 107 mg/dl, 26 mg/dl, 123 mg/dl, 161 mg/dl and 112 mg/dl. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.